Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Review of the transmission noted noise reversion episode. The patient presented in clinic on (B)(6) 2019. Normal device function was observed and noise was not reproducible with isometric movements. The pacemaker and right ventricular lead were explanted and replaced on (B)(6) 2019. The patient was stable before during and after the procedure.

Manufacturer narrative:
The reported field event of noise was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.